Event description:
Additional information showed the "bowstring effect" was a pulling in the neck due to the extension being connected to the tissue in the neck. Only the one extension was replaced. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3389s-40, lot # v386121, implanted: (B)(6) 2010, explanted: unknown; lead model 3389s-40, lot # v386121, implanted: (B)(6) 2010, explanted: unknown; programmer model 37642, serial # (B)(4); extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: unknown; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: unknown.

Event description:
It was reported that the patient experienced a 'bowstring effect with her extensions' beginning in (B)(6) 2011. As a result, the 37601 pc device and extensions were replaced with bilateral 37603 sc devices on (B)(6) 2011. This resolved the issue. Additional information has been requested, but was not available as of the date of this report.